Manufacturer narrative:
There was no medication or treatment information available for this particular incident. However, the patient did receive an intervention procedure which involved the blister site being excised and redressed to improve healing. Blisters are expected side effects from laser treatment, however based on the degree of the patient's injury requiring an intervention, this is a reportable event. The device was evaluated and found to be operating as intended.

Event description:
Patient developed a blister from a laser procedure on the right side of the flanks.